Event description:
Implantation of implanted cardiac defibrillator in 1999 for sustained ventricular tachycardia. In 10/1999, pt had a defibrillation threshold safety margin check performed. On recent interrogation of the device, pt had a rise in the pacing impedance to nearly 1400 ohms. One week later the pt's alarm beeped. Pt was found to have a pacing impedance in excess of 2000a ohms. There was appropriate sensing and pacing function noted otherwise. Pt was admitted for visualization and inspection of implanted cardiac defibrillator and leads. Found evidence of coil fracture of the lead. The lead was extracted and a new lead was implanted.